Manufacturer narrative:
Batch review performed on 22 april 2022: lot 189065: (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 2024-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event.

Event description:
At 7 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.